Manufacturer narrative:
The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely the phenomenon occurred due to irregular stress was applied and caused damage to biopsy valve of maj-891 during handling of the device by the user. However, the root cause of the phenomenon could not be specified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during an unspecified diagnostic procedure, a piece of internal o-ring from the forceps/irrigation plug came off and entered the body of the patient requiring a second procedure to remove. Despite multiple attempts at additional information, none was obtained.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The root cause cannot be determined at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. This report was submitted by the importer under the importer's report number 2429304-2023-00213.